Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2021-02416. The sheath was not returned to edwards lifesciences for evaluation. In addition, no relevant imagery was provided for review. Due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance contributed to the reported event. During manufacturing, the sheath shaft components were 100% visually inspected for any defects. During the manufacturing process the esheath final assemblies were 100% visually inspected by both manufacturing and quality. Furthermore, after sterilization, the sheath was tested and inspected on sample devices from each lot under a sampling basis during product verification (pv) testing. The inspections and tests described above support that it is unlikely a manufacturing nonconformance contributed to the reported complaint. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed additional similar complaints relating to sheath liner torn, punctured and resistance. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for sheath punctured, liner torn and resistance with the delivery system were unable to be confirmed due to no imagery/device provided. Review of the DHR, and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device preparation per report, '26mm s3u and commander prepped via IFU and advanced into sheath. Significant force was needed to advance valve through sheath. Valve was stuck in external iliac. At that time they notice a tine from the stent frame was bent and we decided to remove valve and sheath as a unit. Sheath and valve would not move forward or back at this point. Ultimately, sheath did come back and it was noted that part of the iliac was attached to the sheath'. Additionally, calcification was noted within the patient's anatomy. The presence of calcification can create a challenging pathway during delivery system advancement, and lead to resistance and high push force. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over manipulate the sheath at any time'. It is possible that the operator may have excessively manipulated the delivery system during advancement through the sheath. The crimped valve may have then interacted with the sheath, leading to the observed liner tear and punctures. As such, available information suggests that patient factors (calcification) and/or procedural (excessive manipulation, valve caught on sheath/liner) factors may have contributed to sheath liner torn and punctured. However, a definitive root cause is unable to be determined at this time. Patient factors, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, preventing further advancement. Available information suggests that patient factors (calcification) may have contributed to the resistance. In this case, there was no allegation or indication a device malfunction contributed to this adverse event necessitating a blood transfusion. With the limited information provided, the exact cause and location of the bleeding event is unknown but may be related to procedural factors not provided and/or procedural factors (device manipulation). Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation and corrective/preventative correction (CAPA) are not required. Per management discretion, a product risk assessment escalation has been previously initiated to assess the risks associated with valve frame damage resulting from high push force of the commander delivery system with s3u through the esheath. A CAPA has been initiated to investigate issues associated with insertion of the valve through the sheath using the sapien 3 ultra system (sapien 3 ultra thv, commander delivery system, and esheath).

Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-02416.

Event description:
As reported, during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 ultra valve, significant force was needed to advance the valve through the esheath. The valve became stuck in the external iliac. A bent valve frame was noted, and it was decided to remove the valve and sheath as a unit. The devices were removed as a unit and a part of the iliac was reported t to be attached to the sheath. Stents were placed to repair the arteries. New devices were used with no issues. The patient received 5 units of blood, albumin and plasma and the patient is stable post procedure. Per report, the valve went through the sheath and the liner was noted to be torn.